Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was 5.9 mmol/l. The wife stated that they kept getting no delivery alarms from the reservoir. The customer stated that the pump got down to about 30 units and it randomly alarms no delivery. The customer stated that the alarm did not occur during manual prime. The customer was unable to troubleshoot during the time of call.